Event description:
A malfunction was reported on the pump by the customer. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was advised to continue using the pump and to call back if any malfunction codes recur, which the customer acknowledged and understood.